Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received high voltage therapy for atrial fibrillation (af) with rapid ventricular response which the cardiac resynchronization therapy defibrillator (crt-d) detected as ventricular tachycardia (vt). It was also noted there was possible loss of capture on the right atrial (ra) lead. The device and lead remains in use. No further patient complications have been reported as a result of this event.